Event description:
Customer reported image disappeared while taking x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended.